Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they have not had a chance to get x-rays done or done any follow up as she has had the stomach flu (unrelated to device) and not focused on the therapy. She will let us know when she has imaging done.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# (B)(4), product type: recharger. Product ID: 978a128, lot# va27qtz, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4), product ID: 978a128, serial/lot #: (B)(4), ubd: 09-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that during charging of ins they patient was feeling a shocking sensation at pin the site with both of the two recharging sessions since implant per rep. Technical services confirmed that the wireless recharger (wr) was in the belt and that they had turned the wr recharging speed to slowest level, but that had not changed the shocking sensation. They tried using folded over 2x4 guaze pads particularly over the pins but the patient could still feel a shocking sensation, which felt stronger than before. It was also reported that patient was having a hard time connecting to their ins. They also removed wr from belt and tried charging that way as well but was still feeling the shocking sensation with the pins covered but were getting a connection again. Technical services consulted with team lead to discuss next steps, since every troubleshooting step was tried, in the belt , with cloth or material between skin and wr, turning down the wr charging speed. It was decided that they would try replacing the wr to see if there is a different response for patient. Technical services  reviewed with rep and patient that this replacement may or may not resolve this issue. The rep and patient were transferred to repair for a replacement wr. On (B)(6) 2020, the patient and rep zoom conferenced with technical services and engineering. The patient was sent the replacement wr and the patient unpackaged everything at home. Charging took place with the wr over two pieces of clothing (shorts/shirt) directly over the top of the implant and the patient was getting excellent coupling with ins at %50. The rep could feel the implant through clothing. The patient was asked about shocking and the patient noted she could start to feel the shock¿patient noted it 'happens and goes away and that occurs every 20 seconds or so'. The patient went on to say that it feels like the shocking sensation gets stronger over the charging period and it feels like it is 'at the tip' (where the lead is connected to the battery per the rep's assessment). The shocking is at the site of the battery and is always at the site of the battery--it does not seem to matter the orientation of the recharger itself. Charging speed at time of this call was fastest/warmest. The therapy during the call was off. The patient described the shocking as 'inside' and it 'shoots up' right at implant. Impedance had not been checked recently and the patient has not used their communicator as of the time of this call. Patient described the shocking on a scale of 1- 10 as high as 8. The rep noted that on friday when this first call was documented they went to slowest/coolest speed and that did not help the shocking, rep was unsure if the ins was off or on friday. The patient removed the recharger from the ins site while charging and said the sensation was still present even when wr was placed into the air from the ins. There was general soreness presented by pt. The rep was advised by (B)(4) to try to start a recharging session 6 inches above the ins towards the head--the patient stated they did feel the shock at the implant site still (not where the wr was located on the body). (B)(4) advised the rep to try to connect ins via the handset/communicator and the rep noted that the communicator states the current version is 2.0 and needs to be updated to 2.4--the rep pressed continue and it said 'communicator not found' and the communicator 'blue light' (assumed bluetooth) was on. Reppressed continue and the handset was eventually able to connect. The patient put the communicator over the ins to connect and it was noted on the handset displayed 'por'. The por was dismissed by the rep. Impedances were checked and looked to be in a normal range (green check marks by all contacts). The rep then turned the ins on at .8ma on program 2 and patient felt stim vaginally and there was no noted shocking but general soreness. The patient then started a charge session with ins on and the patient noted still feeling the shocking in the same spot as previously noted. The patient moved the recharger laterally towards the hip and the wr started beeping but the patient¿s shocking sensation continued in the same location. The patient then moved the wr towards the patient¿s spine/tailbone and still felt it. (B)(4) advised the patient to then take the belt and fold the strap over the portion of the wr that goes against the skin (essentially created more space/fabric between ins and wr) and the issue still persisted. (B)(4) advised rep to consider doing x-ray imaging of the system at this time to check on the orientation of the system. The patient said the sensation is not unbearable and could still charge. The rep was going to forward on x-rays when they were complete.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger; product ID: 978a128, lot# va27qtz, implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction in h6: after further review, device code a27 does not apply to this event, and a071302 applies instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.